Event description:
The pump was returned for investigation. Investigation revealed that the audible features of the pump were not functioning. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the pump¿s audible features were not functioning. Investigation revealed a cracked solder joint at the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.